Manufacturer narrative:
Evaluation summary: one sample of pediatric tracheostomy tube was received for evaluation. A visual test was performed, and it was observed all the components are assembled properly at the tube. A functional test was performed. The received obturator was impregnated with medical fluid and inserted into the cannula and no obstruction or difficulties were detected during the test, neither ridges were observed in the inner diameter of the cannula. Therefore, no failure mode was observed in the received sample since met with the product specifications and no corrective actions are required. Information has been added to the database and trends will continue to be monitored. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, prior to use, the obturator could be placed and removed, but it was hard and was difficult to use. It was reported that there was no problem with the tube. There was no patient involvement.